Manufacturer narrative:
The unit alarmed serial peripheral interface to motor peripheral interface controller communication error then off no power alarm due to a faulty interface board. The unit had a minor scratched display window, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called in to report two serial peripheral interface to motor peripheral interface controller communication error alarms. The customer would receive the alarm and then an off no power alarm. The customer's blood glucose level was unknown. The customer was informed that their device would be replaced.